Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned a photo of a shelf carton. Customer states that there is a discrepancy on the printing which shows 100 units. The photo was examined and exhibited the shelf carton showing a 3/10cc barrel size, but stating that the syringe ¿doses up to 100 units¿. A review of the device history record was completed for batch# 8318862. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: investigation into the change in the drawing, the 'template' for our the carton supplier prints graphics and labeling requirements, noted that the drawing was update through the change control process in april 2017. This updated shelf carton was not released for use in packaging of product until may 2018; at this time, only two (2) finished batches of product are noted to be impacted. Shelf cartons for the impacted catalog number should read "up to 30 units", however, the primary packaging (polybag) remains correctly labeled, thus no impact to the end-user who would be anticipating this capacity for this product line.

Event description:
It was reported that labeling error occurred with a syringe 0.3ml 30ga 1/2in uf 10bag 500cs. The following information was provided by the initial reporter, the packaging has incorrect label information. Doses up to 30 units but packaging shows it doses 100 units. "Verbatim: pharmacist reported about discrepancy on the printing which shows 100 units."